Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Patient was revised to address dislocation doi: unknown - dor: (B)(6) 2014 (right hip). No device associated with this report was received for examination. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint found no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.